Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed insulin flow blocked alarm after the battery was changed. Customer's blood glucose at the time of the incident was not included in the report. Customer declined to complete troubleshooting, therefore the root cause of the issue could not be determined. Product is not expected to return.